Manufacturer narrative:
On 06-may-2020, mentor received additional information about the event. It was initially reported that the patient underwent bilateral explantation on 24-mar-2020. New information states that the patient underwent bilateral explantation on 28-apr-2020. The patient did not receive replacement devices after explantation. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
On 09-jun-2020, the mentor failure analysis lab received the device for evaluation. On 11-jun-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported the patient experienced symptoms of generalized illness. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of our quality process, the manufacturing records of this 7445447 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Generalized illness complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with mentor memoryshape breast implant 300cc gel breast prostheses and suffered several unexplained systemic symptoms, including fatigue, brain fog, and shooting random pain in her chest. The patient reported that her implants are making her sick and she feels like she has breast implant illness. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation on (B)(6) 2020. This medwatch report is for the left breast prosthesis.